Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: pdm-int2-d001-mm. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.